Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the prograsp forceps instrument was noted to be very loose. Followed up with the customer to confirm the condition of the cable and per customer, it was confirmed that the cable was sticking out a bit. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, however the drive cable was frayed. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.